Event description:
It was reported that a pta balloon ruptured a 6atm. It was then impossible to remove the balloon through the 8f introducer. The user removed the whole system, which resulted in an intimal vessel dissection. This was repaired with a short eptfe bypass graft.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has yet to be returned to the manufacturer to date. The investigation is currently underway.